Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd sleeve. The customer states she was admitted to the hospital on (B)(6) 2012 for the treatment of her edema and cellulitis. Her vascular surgeon ordered intravenous lasik to treat the edema in her lower extremities. When she arrived at the facility, a hospitalist (hospital staff doctor) changed the vascular surgeon's orders from intravenous lasix to scd sleeves. The scd knee length sleeve was left on her for approximately for 3 hours. It was then removed and left off for 2 hours due to pain experienced by the patient. The doctor "hospitalist" then ordered the scd sleeve be placed back on the patient and left on overnight for an approximate 12 hours. Once the sleeves were removed, it appeared that the swelling went down in her affected areas but pushed the edema from her lower legs and feet to her upper legs, groin and abdomen. The patient states that she was discharged from the hospital on (B)(4) 2012 unable to walk. She states that he is going to get a unaboot.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.